Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose readings of 526 mg/dl. Customer reported that insulin pump was suspended prior to surgery and resumed after surgery. Insulin pump received a no delivery alarm. Customer declined troubleshooting and would consult with healthcare professional.